Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that insulin pump experienced a prime anomaly. It was stated that the customer was stuck in the rewind complete/bolus delivery loop. The customer disconnected when they were changing the reservoir and infusion set. The customer was advised to discontinue use of the insulin pump and that it needs to be replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose /protruded drive support disk. Unable to perform the prime test due to a motor error alarm. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and cracked battery tube threads.